Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 511sd trocar was leaking pneumo from the sleeve. A new trocar was used to complete the case.